Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer alleged the occlusion alarms were due to supply issues and was in the process of obtaining new supplies from a different distributor. The customer's blood glucose (bg) level was over 600mg/dl and manual injections were administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer was currently using manual injections for insulin therapy.